Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on a heartstart mrx device indicating that there is a co2 unit failure. There was reportedly no patient involvement. Remote support from the customer care solution center was received during which it was determined the co2 module would need replaced in order to repair. However, the device was at end of life. Attempts were made to obtain whether the co2 module was able to be procured for the customer; however, no information was available. Therefore, if a co2 module cannot be obtained for the customer, the customer will be informed that service can not be completed on the unit as the device has reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available, the cause of the reported problem was a co2 module failure. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Attempts were made to obtain whether the co2 module was able to be procured for the customer; however, no information was available. If the co2 module is unable to be procured, the customer will be made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.